Event description:
Pt reported obtaining a blood glucose result of 300 mg/dl, while using the suspect device. Based on this reading, pt reportedly sought treatment in the emergency room where, 30 ms later, her blood glucose measured 98 mg/dl on a hosp blood glucose monitor. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacment product was shipped.